Manufacturer narrative:
A field service engineer visited the customer site to assess the instrument in question on (B)(6) 2015 and verified that no shock hazard was found.

Event description:
On (B)(6) 2015, a customer reported an unexpected physical electrical shock when working with a galileo instrument.